Event description:
It was reported that the patient had a loss of therapeutic effect. The event or symptoms occurred following a fall was unknown. The patient was not sure if the patient was experiencing issues before the fall or right after but did report patient fell on (B)(6) 2014 and was taken to ER (emergency room). Symptoms reported had gradual onset. Currently on program 2 at 4.4 volts with a lightning bolt. Patient was barely feeling it at 4.9 volts. The stimulator doesn¿t seem like it was working because the patient cannot feel it. The patient was going through a lot of pads and has no access to any computer. It was noted that the patient saw the healthcare provider a couple months before reported even date and the patient will be rescheduling the upcoming appointment. The patient had the change in her symptoms for 2-3 weeks and had issues that was a gradual onset which has gotten worse. The leakage that was gradually getting worse. After the fall, the patient didn¿t have any abnormal CT scan of brain or spine but just a possible fracture in her thumb. Nothing else with the bones and nothing else was wrong. It was confirmed that stimulation wasn¿t checked at that time. The patient has been on this program since implant change on (B)(6) 2014. The previous battery was not working due to normal battery depletion and was changed. The patient asked if therapy can impact the bowel or just urinary tract. Patient had a colonoscopy and hcp (healthcare provider) stated there was no buildup of extra fecal matter and thought everything was just fine. This was done before the patient fell. The day after reported event date the patient stimulation was increased from 4.5 to 4.9 and was monitoring the patient¿s pads to see if increasing would help. Four days after reported event date, the patient last felt stimulation on friday after increasing from 4.5 volts to 4.9 volts. The caller said that the patient was having return of symptoms today, and was urinating often. This all occurred after the patient fell on (B)(6) 2014 and fractured her thumb.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# v830059, implanted: (B)(6) 2011, product type: lead. (B)(4).